Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous, moderately calcified, right coronary artery (rca) stenting procedure, a xience xpedition stent delivery system (sds) was advanced but would not cross the lesion due to the patients anatomy, and was removed. Upon removal, the sds was found missing the stent. The procedure continued and the lesion was stented with a non-abbott stent. The patient had a full scan and the missing stent was not found in the patients anatomy. After the procedure, the stent was found on the floor of the catheterization laboratory. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.